Manufacturer narrative:
Additional information was received from the field. Photographs provided from local service and information obtained by local siemens representative pertaining to customer-sourced peripheral equipment connected to the siemens ultrasound system. At the time of the incident, the ultrasound system was connected to a pc workstation of unknown make and model with an installed pcie express video capture card via a ugreen display port to dvi video cable. Based on review of the available information, it is likely that an electrical fault originating in the pc workstation provided by the customer resulted in a ground fault current that travelled through the uncertified dp to dvi cable to the ultrasound system resulting in combustion of the pcb in the display port connector. The fuse involved in the display port output circuitry, mounted on ul94 v-0 pcb material, appears to be unaffected by this incident, indicating the ultrasound system is unlikely to be the source of the potential current required to ignite the suspect cable pcb material. Warning has been provided the chapter 2 "safety care", page 20 of the acuson sequoia diagnostic ultrasound system instructions for use - warning: connecting peripheral devices to accessory outlets on the ultrasound system effectively creates a medical electrical system, resulting in a reduced level of safety. Warning is also provided on page 25. As manufacturers and installers of ultrasound equipment, siemens cannot assume responsibility for the safety properties, reliability, and/or performance of the equipment, if: components that affect the safe operation of the system are replaced by parts not authorized by siemens. Siemens is working on gathering more information to complete the investigation. This report will be supplemented when the investigation is completed.

Manufacturer narrative:
Correcting product serial number.

Manufacturer narrative:
After evaluation it was determined that the root cause of the incident was an electrical fault originating from the customer-sourced pc workstation or pcie video capture card that drove excessive current into a non-certified displayport to dvi cable. The lack of flammability rated materials in the cable's connector enabled ignition. The ultrasound system did not contribute to the initiation of the event and its design features prevented further propagation. The investigation has found no evidence of malfunction within the acuson sequoia silver m ultrasound system s/n (B)(6) contributing to the fire. Available evidence indicates that an electrical fault originating in the secondary low voltage supply of the customer-sourced pc workstation as the likely source of the current required to initiate a fire in the customer-sourced ugreen dp-dvi cable dp connector that damaged the ultrasound system. Analysis of the iom circuitry shows evidence of heat damage to several components, however the fuse limiting the ultrasound system current output to the dp output circuitry was intact. The flammability classified resistant system skin material and pcb material used throughout the ultrasound system as part of fire risk controls was effective in not propagating the fire. After replacement of the damaged iom at ssme, the ultrasound system was able to boot. Based on the logs, it is unlikely the ultrasound system was powered on at the time of the incident. Even if the system was powered on, based on the electrical analysis it could not have sourced the current to cause this fire. Siemens continues to track and evaluate this issue if other occurrences are reported with further information. Thank you for your report as we take all product complaints seriously and use them to improve on our products. Reference# (B)(4).

Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference#: (B)(4).

Event description:
On the daily work preparations process, the customer suddenly discovered thick smoke and flames emanating from the rear of the equipment. After an immediate cutting off the power supply and inspection, the customer found obvious burn marks on the cables at the dp interface of the input/output ports. Following the customer's report of the incident, company cse conducted an on-site inspection and confirmed that the dp video output cable had significant burn marks at the interface, rendering the equipment unable to power on. Aside from the equipment itself, there was no other personal injury or property damage. Company has urgently coordinated with sales partner to procure a demo unit of the same model for the customer's use. The company has had preliminary discussions with the customer regarding the aftermath. The damaged equipment will be returned to the company for further technical evaluation. The customer's daily work has not been affected in any other way.